Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valve was returned using the returnkit and was in an unknown fluid. A visual inspection was performed and there were no obvious defects. To check if the valve is clogged, a permeability test was performed. This test is at a hydrostatic pressure difference of about 25-30 cmh2o in the flow direction carried out. The test showed that the valve is not permeable. No were no defects observed. No further actions are required.